Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Additionally, it was discovered that the image was noisy. Based on the results of the investigation, it is likely the reported issue occurred due to a connection issue as the blackout and noisy image occurred when shaking the electrical part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited occasional image blackouts. The reported issue occurred during set up and there were no reports of patient harm.